Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm low battery alert and unable to perform any tests due to blank display. Pump received with stripped battery cap coin slot (p) and cracked battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery did not last more than one week and the battery keeps on draining. The customer¿s blood glucose was unknown at the time of incident. The customer state that unable to get battery cap on and customer switched out the battery cap and it still goes on sideways. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.